Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate was 80 units and the customer stated that this estimate was lower than expected. During troubleshooting with tandem technical support (cts), it was confirmed that the fill estimate was accurate; customer acknowledged. Additionally, it was reported that the pump touch screen was becoming delayed in responding to presses. Customer declined touch screen troubleshooting; customer stated the pump screen was successfully able to be unlocked and customer was able to navigate to pump history. Customer's blood glucose (bg) level was 262 mg/dl and was addressed with a correction bolus via the pump. However, the customer stated bg level of 262 mg/dl was due to the customer not yet having delivered a bolus for a meal that was just consumed and was unrelated to the pump or supplies.